Manufacturer narrative:
Patient information was not provided. The date of patient death was not provided. This information will be provided in a supplemental report if made available. The date of event was not provided. This information will be provided in a supplemental report if made available. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) identified a newspaper article which stated that a patient who underwent a heart surgery in 2015 was found to be infected with mycobacterium "chimarea" in 2017. It was also reported that the patient passed away. The article mentioned that a heater-cooler system 3t was used during the surgery.